Event description:
It was reported that pump displayed non-resettable malfunction code 24 with associated fault ID and there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.